Event description:
During follow-up, no telemetry was possible with the device. A magnet was placed over the device, and no connection was possible. Technical support was contacted and attempted to restore the device firmware, but the issue persisted. A device explant procedure is anticipated. The patient is in stable condition.

Manufacturer narrative:
As-received device had no telemetry and no output. Device was cut open to find high current drain. Analysis isolated high current drain to hybrid and additional testing of hybrid showed that cause for high current drain is consistent with failure of xena ic.

Event description:
During follow-up, no telemetry was possible with the device. A magnet was placed over the device, and no connection was possible. Technical support was contacted and attempted to restore the device firmware, but the issue persisted. The device was explanted. The patient was in stable condition.